Event description:
The customer called to report no delivery alarms and high blood glucose levels over 600 mg/dl. The customer had not changed the infusion set to solve the issue. The customer stated that she would be going to the hospital for assistance. The customer also stated that she was hospitalized a few days ago due to high blood glucose levels. The customer later called to report that she removed her infusion set, and the cannula was bent. Advised that this could have been the cause of her high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.